Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-mar-30. Prior to the operation, the pump logs were read at the minimum rate; it was indicated that the pump was used to deliver dilaudid [25 mg/ml] at 0.156 mg/day and clonidine [ 200 mcg/ml] at 1.35 mcg/ml. The logs indicated that the pump was in safe state and that a reset had occurred. The estimated eri was 6 months. The post operative logs for the replacement pump indicated that the pump was programmed to deliver dilaudid [25 mg/ml] (dosage unknown, document illegible) and clonidine [ 200 mcg/ml] at 9.63 mcg/ml. Additional information was received from a healthcare provider via a manufacturer's representative on 2017-apr-04. It was reported that the cause of the pump going into safe state was not determined, and the affected device was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 25 mg/ml (unknown dose) and clonidine 200 mcg/ml (unknown dose) via an implantable pump. Indication for use was stenosis and non-malignant pain. The patient¿s weight was unknown. The date of the event was unknown. It was reported the pump went into safe state; as a result, the patient experienced withdrawal symptoms such as flu-like symptoms. The logs were read. The pump was turned up to simple continuous but reverted back to minimum rate. The pump was replaced (B)(6) 2017 and will be returned. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.